Event description:
It was reported that during a laparoscopic cholecystectomy procedure the clips were scissoring. A second device was pulled to complete the procedure with no patient consequence. The device was discarded.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information: which firing of the device did this event occur on? Asku. What vessel or structure was the device fired on at the time of the event? Vein or artery. Was the clip fully advanced into the jaws prior to firing? Asku. Was there any torquing or twisting of the device present at the time of firing? Asku. Was any unexpected resistance felt while firing the trigger? Asku. Were any unexpected noises heard? Asku. Did somebody other than the primary surgeon fire the instrument? No.